Event description:
It was reported that the physician questioned why the device battery depletion took place in four years when there were no episodes. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the time of recommended replacement time (rrt) was 2012-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.